Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call leaks on the infusion set insertion site. The customer¿s blood glucose was 483 mg/dl at the time of incident. Customer stated that they were able to change the infusion set. Customer also reported a high blood glucose of 483 mg/dl and no form of treatment was reported. Customer declined high blood glucose troubleshooting. Customer did not mention if the auto mode feature was active and automatically adjusting insulin delivery at the time of high blood glucose event. The insulin pump is not expected to return for analysis.